Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 329, 399, and 185 mg/dl when all tests were performed within 10 mins on the advantage sys. It was not provided whether any treatment was rec'd or actions were taken by the customer. A request was made for the return of the suspect prod and replacement prod was sent.